Event description:
On december 5, 2023, senseonics was made aware of an adverse event where an ambulance was called and the user was hospitalized due to a hypoglycemia event without an alert from the system allegedly due to sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user passed out and was hospitalized due to a hypoglycemia event. The user reported 112 mg/dl sg on (B)(6) 2023 at 5:30pm cst, with 30mg/dl bg later at the hospital. Review of the glucose trend data confirmed sg = 112 mg/dl on (B)(6) 2023 5:31pm cst and the bg was not entered. A low glucose alert was not asserted at the time of the event due to the sg never reaching the low glucose alert setting of 65 mg/dl. The customer was treated with a bag of glucose intravenously to raise their glucose levels. From an associated s4 case#: (B)(4), it was observed that the user's past calibration entries were consistent with situations where estimated values provided by the app are used instead of the user's true bg values. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings displayed, and this can have an impact for several days after resuming normal calibration. The user is doing fine and is currently using the system. No further investigation was found necessary for this complaint. B4. Date of this report 12 february 2024. G3. Date received by manufacturer 18 january 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4109, 4111. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 18.